Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the customer was hospitalized due to low blood glucose. The customer's blood glucose was unknown at the time of incident. The customer was reported that the customer needed glucagon shot due to low blood glucose. The customer was reported that they required emergency medical services due to low blood glucose. The insulin pump will not be returned for analysis.